Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a pcu8015 sn 13635701. The user stated when it was turned on in normal mode, on the display said "not for human use". Failure device type: failure problem type: failure mode: case resolution: I advised (B)(6) to check tamper switch. Tamper switch was not sticky, he will test it again and put unit back in circulation. If the same pcu comes back for the same reason again, he will replace tamper switch.